Event description:
It was reported that the patient had a seizure one month prior to the report and had bruises but was not sure if she fell. It was noted that the patient felt like the lead site area was internally inflamed. The reporter stated that the patient was having pain control issues and the health care professional gave a course of steroids which took it down. About a week or so later, the reporter noted that the shocking started. On (B)(6) 2013, the patient had symptoms of shocking through her chest wall. The reporter noted that the patient had a hard time breathing and felt like someone had drawn a line up where the leads went in. It was noted that the patient was sweating profusely and was then cold. On (B)(6) 2013, the patient found out from an x-ray that her lead had migrated. Prior to getting the implantable neurostimulator (ins), the patient had swelling of the internal spinal column and had chronic spinal issues. The reporter noted that the patient was born with a birth defect which caused "heavy legs" and also that patient¿s senses were very diminished. It was noted that the patient had an appointment with the manufacturing representative on the day following the report. Additional information requested but had not been received as of the date of this report.

Event description:
Additional information received reported the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a lead revision on (B)(6) 2013. It was reported the physician stated the patient ¿had too much scar tissue and other hardware to do anything more.¿ it was reported the physician attempted to put in a ¿catheter¿ at that time, but was unable due to scar tissue and other hardware. It was reported the old lead was disconnected or not working and the new one was okay. It was reported the patient¿s stimulation is what ¿keeps her alive.¿ it was reported stimulation helped the patient¿s diaphragm so she could breathe better, as she has spina bifida. The patient reportedly denied any problem with hiccoughs or stimulation of the chest wall muscles.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID: 3708140 , serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Note: information previously reported in report #3004209178-2014-22119.

Event description:
It was reported that the patient needed to have the implantable neurostimulator (ins) removed. The ins had migrated out of her abdomen. This was noted to have begun about a week prior to this report and the patient was in the hospital for a few days. The battery had migrated but the leads had been compromised too. She experienced a shocking or jolting sensation. The patient noted she had "so much interference with her device from tv, stores, heavy medical equipment, etc." This issue had always been there but had worsened since (B)(6). Even with the device turned off she would get a shocking sensation. The patient met with a manufacturer representative (rep) on (B)(6) 2014 and the rep turned her implant off and got rid of her programming. Stimulation was stated to still be turning on. The patient did not have a patient programmer (pp) to verify if stimulation was turned on or off. It was also noted that she only had one lead working but the rep had found another channel that was working. A broken lead and lead migration was mentioned. Stimulation was arching into her rib cage when she would have physical therapy and it was getting worse with rehab and the ins had moved out of the pocket. When therapy was on it felt like the battery was running through her causing everything to radiate. She was going to have the implant removed (B)(6) 2015. Reprogramming had been declined by the patient. The patient was looking for a new healthcare provider (hcp) due to having moved so follow-up was performed with the patient to determine if she had received further assistance with the problem and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an explant was scheduled for (B)(6). The patient was going to be getting an explant because they felt that their ins was part of a recall related to overstimulation. The patient noted that they had met with manufacturer representatives in the past and would get their issues corrected and it would be good for a while but then they would have a low battery issue the problem would start all over again. The patient was unable to use their patient programmer. The patient programmer was showing a 574 error code. The recharger was used and showed that the implantable neurostimulator (ins) was off. The patient could still feel stimulation on a few electrodes. The week prior to the report the patient had their stimulation voltage turned down and the patient's doctor had taken out all of their programming in an attempt to stop the patient from feeling a tingling sensation in their ribcage and down their leg. The patient noted that they were told to let their battery discharge. The device data file was sent in and didn't show anything that suggested a device malfunction. There was no indication of a power on reset, out of range condition, overdischarge, or major device corruption. The recharge data looked normal and so did the impedance results.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient is doing better since the surgery but when she moves to certain positions, it "irks" and still has problems. It was stated that the reason for the one lead not working was because the healthcare provider (hcp) did not have time to fix the lead. The patient was frustrated. Another hcp did not want to deal with it because they did not implant the system and instead suggested removing the device to see how the patient does without it. It was noted that the device had not been calibrated in over a year. The hcp that did not want to deal with it was concerned how long the leads had been implanted. The patient was advised to see an hcp. Follow-up was performed to determine if the patient had any further concerns and if they were receiving help for the reported issues. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a revision in (B)(6) 2013. It was reported they "couldn't replace the lead they had open the spine and just repair it." It was reported the patient had 2 leads but only 1 was working. The patient last met with a rep 2 months ago, and does not have a managing physician